Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high capture thresholds. Additionally, there was no capture found despite maximum programmed outputs. The pacing impedances are within normal range. The physician suspects that the lead is not properly connected to the pulse generator. A revision procedure is intended, but has not yet occurred. This device remains implanted and in service. No adverse patient effects were reported. A good faith effort was submitted to obtain additional information as to whether a revision procedure had been performed; however, no further information was able to be gathered.